Event description:
The surgeon implanted a cq2003v model lens but it was damaged while being inserted. There was pt contact but no injury or event. The surgeon used an unapproved delivery system with this lens.